Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient presented to the emergency room (ER) on (B)(6) 2017 with complaints of bleeding from one of his chest tube sites. The patient was admitted due to inr of 6.5. The patient received thoracentesis for left-sided loculated pleural effusion. The effusion appeared exudative however cultures from it were negative. The patient was treated with IV vancomycin but discontinued upon discharged. The patient was subsequently discharged home off of antibiotic therapy. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number: (B)(6) until the device was ultimately exchanged on (B)(6) 2019 (refer to MFR#: 2916596-2019-05324). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding.' No further information was provided. The manufacturer is closing the file on this event.